Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is malpositioning due to poor preoperative imaging possibly related to the patient's obesity and abnormal pelvic anatomy.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2017 where three implants were placed. The patient is obese and has a dysmorphic sacrum which made preoperative imaging challenging. The patient's si joint pain decreased after the initial procedure, but the patient complained of new right foot pain that became worse over the next few days. The surgeon determined that the most superior implant was impinging on the neuroforamen. Two weeks after the initial procedure, the surgeon performed a revision procedure where he removed the superior positioned implant. No other implants were adjusted or removed. The patient's radicular foot pain improved following the revision procedure.